Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the patient is experiencing muscle spasms in their back which they believe is related to the patient's chronic parkinson's as of "years" prior to date notified. It was stated that the patient is also experiencing pocket paresthesia and burning as of about six months prior to date notified. The issue can be reproduced when turning the amplitude up over 3.5v, and the patient just had their implantable neurostimulator (ins) replaced on (B)(6) 2016 which didn't correct with impedances remaining the same. Group impedance measurements were taken results of 366 ohms and 8.1 ma, with the patient programmed at 2v, 60pw, 130hz, 2-, c+. There were no falls or trauma related to this event, and an x-ray was taken which did not show any issues. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
(B)(4). Analysis of the ins s/n (B)(4) found insignificant anomalies. Due to the reported complaint, a connector block leakage test was performed and normal impedances were observed, indicating there were no electrical leakage paths in the connector area. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {} electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, a test to monitor the temperature of the ins was performed. {a heat test was performed with the explanted device set to group "b" parameters. The control device was set to the same parameters. No anomalies were observed.} analysis of the extension s/n (B)(4) confirmed the allegation by showing that the cause of the issues as a breached depression in the outer insulation of the device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the manufacturer representative (rep) reported that impedances of the lead were measured during revision on date notified which were found to be normal. There were no out of range measurements prior to surgery but were on the low normal range of 450-1300 ohms. The extension and ins were replaced at the request of the hcp, and following revision impedances were in the 900-2000 ohm range. It was stated that the physician assistant was concerned about the rate the ins had drained since the sep-(B)(4) as it had dropped to 2.96v, which is why the replacement was suggested. The issue was resolved at the time of additional information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating that the patient's ins and extension were replaced because there was an issue with the extension that was causing the ins to deplete quickly. They think it was an extension break.